Event description:
An error message was reported with the abbott diabetes care (adc) application with a honor 50 lite (sm-ono 50 lite, version 2.8.4.9335) phone with android version 11 operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "weak and felt bad" and was unable to self-treat, requiring third-party treatment of insulin (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor 3mh00hh1t0m has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. The returned sensor was investigated and any abnormalities was not observed. The customer's complaint was replicated by using a known good iphone device and librelink app, and the sensor was able to communicate without any issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) application with a honor 50 lite (sm-ono 50 lite, version 2.8.4.9335) phone with android version 11 operating system. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "weak and felt bad" and was unable to self-treat, requiring third-party treatment of insulin (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) application in use with sm-ono 50 lite, operating system 11 and app version 2.8.4.9335. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "weak and felt bad" and was unable to self-treat, requiring third-party treatment of insulin (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported sensor error messages. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.